Event description:
International affiliate reports the pt felt a squeaking noise in his back. X-ray revealed that the implanted screw had broken. The screw was explanted and replaced.

Manufacturer narrative:
Depuy spine has requested return of the screw for evaluation. No conclusions can be made at this time. The implant is intended to be a temporary fixation device to aid in the process of fusion breakage, can occur due to delayed union or non-union as well as due to cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device. A follow up medwatch report will be filed if the evaluation of the returned device reveals something other than that which is stated above.